Event description:
Caller reported an alarm 2, indicating an issue with the device. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to disconnect the pump, load an empty cartridge, and perform a bolus; the bolus was completed successfully. A one-time pump replacement was provided, and instructions were given to return the problematic pump. The customer will continue using the current pump while awaiting the replacement.